Event description:
The blood was noted in the iabp gas catheter. The machine was turned off and catheter clamped. Physician called in for removal. Balloon noted to be torn along entire side. Patient tolerated removal without problem. Iabp did not need to be replaced for patient.

Event description:
(Cc.# 05-00714) on 5/16/2005 datascope received the mandatory medwatch form fm the user-facility: uf/importer report # 20000330000-2005-8056 and the following info was reported: blood was noted in the iabp gas catheter. The machine was turned off and catheter clamped. Physician called in for removal. Balloon noted to be torn along entire side. Pt tolerated removal without problem. Iabp did not need to be replaced for pt. Device broke, couldn't get it to work or stopped working) on 5/18/2005 the site was contacted to verify the product was available. A package was sent to the facility for the return of the iab for eval. On 6/1/2005 the product was received from the facility. The product was evaluated on 6/20/2005 and a kink was found in the catheter tubing. In addition, the lab leak test was performed, a smooth edged penetration was found in the neck of the proximal membrane taper. The iab was returned for eval with the membrane completely unfolded. A large quantity of blood was observed within the entire device. A kink was found in the catheter tubing which is located 24.0" from the iab distal tip. The lab leak test was performed and a smooth edged penetration was found in the neck of the proximal membrane taper. The penetration measured .015" in length and was accompanied by a whitish patch measuring .150" in legth. The microscope appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcified plaque during the intra-aortic balloon pumping. Attached is a digital photo of the actual leak site along with a sketch detailing the leak and kink locations.